Event description:
While cauterizing adenoids with valley lab suctioning cautery disposable, dr removed suction cautery from pt's oral cavity and tip and sheath at tip appeared to be melted. Valley lab electrocautery unit setting - 50 coag. Disposable removed from field, bagged. Dr then used hc cautery (valley lab product) with tip melting. Valley lab electrocautery unit setting - 25 coag. Disposable removed from field, bagged. Physician examined surgical site and found no evidence of injury. Cautery unit and disposables sent to biomed.